Event description:
A patient sent in a photo of while using the regular retainer that their tooth shows pulling away from their gum. The photo showed the one in the middle with the 2 green lines pointing out the gaps. Also, below is a picture of the irritated gum that the dentist indicated was being "rubbed away" by the retainer. I am feeling irritation but does not seem severe, more "itchier" than sore. The patient stated that they really think it is possible that their lower retainer is not formed correctly and therefore pushing down on the tooth that is shown in the x-ray as pulling away from their gums.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.